Event description:
The pt's husband reported the deep brain stimulator electrodes were placed in 2004. Two weeks after implant the pt's condition worsened. The pt experienced ambulation difficulties and needed a walker or a wheelchair to get around. The hcp reported the pt experienced parkinsonian dyskinesia including freezing, unsteady gait and leaning forward while walking. The tp complained of legs collapsing beneath them. The pt was reprogrammed several times. The pt's voltage was increased from 1 volt to 3.5 volts. The hcp reported the pt experienced severe dystonic leg pain. The pt's medications were adjusted. X-ray, CT and MRI scans revealed no abnormalities. The pt was referred to another physician. The pt was reprogrammed again. The device voltage was reduced from 3.5 ot 2.0 volts. In 2006, the left lead and extension were removed and the right lead was repositioned. The left lead and extension were replaced in 2007. The pt is doing well and walking again. Refer to medwatch # 6000153200702668.